Event description:
It was reported that during the procedure that the subject stent was deployed at the hub of the microcatheter due to the physician and assistant physician being out of sync. It was also reported that friction was encountered at the hub of the catheter. The subject device was returned for analysis and the device investigation revealed that the subject stent was noted to have been deployed during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within the proximal end/hub of an microcatheter. The stent delivery wire (sdw) and introducer sheath were not returned. The catheter was cut in order to retrieve the stent. The stent was deformed. All 3 marker bands were present on both ends of the stent. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of the stent deployed prematurely during transfer was not confirmed. Instead, the stent was noted to have been deployed during use. The second reported event of the stent difficult/unable to transfer was not able to be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and continuous flush was set up and maintained throughout the clinical procedure. The defect was identified at the time of preparation. It was reported that 'the attending physician and assistant physician were out of sync, resulting in the stent being deployed at the hub of the microcatheter'. In the follow-up physician questions, it was noted that 'the timing of pushing the sheath against the mc hub and the timing of the stent insertion did not match, and the stent was pushed through the gap, causing it to expand in the hub'. Friction was therefore noted when transferring the stent in the hub. The user also attempted to deploy the stent after the malfunction. The stent was returned for analysis with the distal section of the stent loaded inside the proximal lumen of the returned microcatheter, and the proximal end of the stent present in the microcatheter hub. The stent was removed and noted to be significantly deformed. The stent delivery wire (sdw) was not returned for analysis and neither was the introducer sheath. Excelsior sl-10 (and xt-17) are the recommended microcatheters to use when delivering a stent, because the internal hub profile of both these microcatheters are an exact match for the external profile of the distal tip of the atlas introducer sheath. Precise placement of the introducer sheath is critical to ensure that there is no gap between the distal tip of the introducer sheath and the proximal end of the microcatheter lumen into which the stent can partially deploy. Per the event description and follow-up gfe responses, it appears that on this occasion, there was a gap present between the sheath and the microcatheter lumen, and the stent was advanced into this gap. This will result in the stent partially deploying/expanding. The user will then experience increased resistance while attempting to advance the stent into the microcatheter. Upon realizing this, the user normally withdraws the sdw. When the proximal end of the stent is retracted as far as the hub, the stent will begin to expand into the larger lumen space, thereby freeing up the sdw which slips out of the stent. This is the most likely explanation to explain the event description and analysis findings. The as reported event of the stent difficult / unable to transfer as well as the as analyzed damage of the stent deployed prematurely during use and stent deformed will be assigned handling damage as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, and was reported to have been used in accordance with the dfu, but performance was limited due to a handling error which occurred during stent transfer. The other reported event of the stent deployed prematurely during transfer will be assigned not confirmed as the stent was instead noted to have deployed prematurely during use.